Event description:
The manufacturer received information alleging a ventilator service required alarm occurred during an in-house test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was duplicated. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.